Event description:
It was reported via user medwatch mw5172924 that balloon rupture and shaft break occurred. The patient underwent percutaneous coronary intervention (pci). The target lesion was located in the right coronary artery. A 3.00 x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The physician then removed the balloon catheter with half of the balloon still attached. The remaining portion of the balloon was successfully retrieved from the guide catheter, with no balloon fragments left in the patient. The procedure was completed, and there were no patient complications reported.